Event description:
In late (B)(6) 2015 (B)(6) was informed by sorin company that the 3t heater cooler was having problems. On (B)(6) 2015, the hospital started culturing their 3t heater cooler. During the process four (4) of the machines were tested positive for micro bacteria and was reported to sorin. The hospital was given additional guidelines and disinfectant practices in additional to what has been followed. The additional practices took a while to take effect. In (B)(6) 2015, the hospital began to see some changes. The hospital continued to do the culture until an advisory letter was received on october 13, 2016 from center for disease control (dcd) and the FDA. The hospital then questioned the reliability of the cultures. The hospital alerted the surgeon and advised that this machines should be used only in emergency cases until replacement are in place. The hospital believed according to the document as far back as 2014 the manufacturer has been aware of the contamination of this machines but did not advise the hospital.